Manufacturer narrative:
Literature article: "transcatheter trifecta balloon valve fracturing: an unpredictable matter?" As reported in a research article, "transcatheter trifecta balloon valve fracturing: an unpredictable matter?", a single center experience with the methodology suggested in fracturing the trifecta valve using non-compliant high-pressure balloons and report outcomes which demonstrate the unpredictability of these techniques. The article concluded that balloon valve fracture of the trifecta valve is not guaranteed with the use of high-pressure balloons that are 5mm larger than the labeled valve size over a cheatham-platinum stent. Some of the complications reported were surgical intervention, hospitalization, and improper use or procedure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined due to insufficient information. The reported improper or incorrect procedure or method was due to user intended to fracture the trifecta valve using a balloon valve under high pressure for the research study. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The article, "transcatheter trifecta balloon valve fracturing: an unpredictable matter?", was reviewed. The article presented a retrospective, single center experience with the methodology suggested in fracturing the trifecta valve using non-compliant high-pressure balloons and report outcomes which demonstrate the unpredictability of these techniques. The article concluded that balloon valve fracture of the trifecta valve is not guaranteed with the use of high-pressure balloons that are 5mm larger than the labeled valve size over a cheatham-platinum stent. [The primary and corresponding author was daniel sew, pediatric cardiology registrar, east midlands congenital heart center, university hospitals of leicester nhs trust UK, with corresponding email: danielpaul.sew@nhs.net] the time frame of the study was from january 2020 to january 2023. Four patients were included in this study, of which all received an abbott trifecta device. No patient information regarding age, gender, or comorbidities were provided in the article.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title "transcatheter trifecta balloon valve fracturing: an unpredictable matter".

Event description:
The article, "transcatheter trifecta balloon valve fracturing: an unpredictable matter?", was reviewed. The article presented a retrospective, single center experience with the methodology suggested in fracturing the trifecta valve using non-compliant high-pressure balloons and report outcomes which demonstrate the unpredictability of these techniques. The article concluded that balloon valve fracture of the trifecta valve is not guaranteed with the use of high-pressure balloons that are 5mm larger than the labeled valve size over a cheatham-platinum stent. [The primary and corresponding author was daniel sew, pediatric cardiology registrar, east midlands congenital heart center, university hospitals of leicester nhs trust UK, with corresponding email: danielpaul.sew@nhs.net] the time frame of the study was from (B)(6)2020 to (B)(6)2023. Four patients were included in this study, of which all received an abbott trifecta device. No patient information regarding age, gender, or comorbidities were provided in the article.